Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v385093, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v385093, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s wires were broken and the patient had a fall about a year ago or so that could be related to the issue. The patient was told that only 1 electrode was attached, but they were able to use that electrode. The patient experienced a loss of effectiveness due to the broken wire issue. The health care provider (hcp) told the patient their implantable neurostimulator (ins) was low and this was considered to be normal battery depletion. The patient just had the complete system replaced 5 days ago.